Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. Review of the device history records showed no issues were found during the manufacture of the device. The pre-case plan and CT studies were requested on (B)(6) 2025 but were not provided. The patient underwent a tevar procedure to treat a thoracic dissection with stanford type b / debakey type iii classification with a relay pro nbs device (28-n4-32-209-32u). Stanford type b aortic dissection is equivalent to debakey type iii, both referring to dissections that originate in the descending aorta, distal to the left subclavian artery. There were no issues reported during the procedure, and the stent-graft was successfully advanced, deployed and positioned as planned. However, a brain MRI study revealed that the patient had a cerebral infarction (stroke). A stroke occurs when the blood supply to part of the brain is interrupted or reduced, preventing brain tissue from getting oxygen and nutrients. There are two main types of strokes: ischemic, caused by a blockage, and hemorrhagic, caused by bleeding. Updated information received from the case representative, (B)(6), on 04/10/2025 stated: "the pi mentioned that the neurological event occurred prior to the tevar procedure". Without an exhaustive neurological test, the post-operative CT image and additional information, the assessment of the patient's anatomy, sizing, graft selection and the proximal and distal positioning of the device could not be confirmed. Given that the face dropping occurred prior to the procedure, and there is no pre-operative MRI data, it is not known if the infarcts were present prior to the procedure. The root cause of the reported failure of difficult deployment with mechanical advantage was that the top housing component was damaged. An event, event-2025-0315, was opened in which a 100% inspection of the top housing components in stock confirmed all components are within specification. In conclusion, no issues were found during the manufacture of the device. With the limited information provided, the root cause of the reported failure of stroke could not be determined.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject presented a sub-acute aortic dissection (stanford type b debakey type iii) and had their tevar on (B)(6) 2025. Patient is currently still in the hospital. This was a transfer patient who had already been hospitalized. Post-procedure the patient had left eye dropping (which resolved in a day) and CT imaging reported negative for stroke. However, the patients CT of head on (B)(6) 2025 showed acute to subacute lacunar infarction in the inferior cerebellar hemisphere and their MRI on (B)(6) 2025 showed scattered subacute bilateral cerebral and cerebellar infarctions". After speaking to dr. (B)(6) this is likely related to the procedure. Source documentation and imaging have been requested. Pending which relaypro devices were implanted." Patient outcome: "n/a".